Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient had been leaking and needed to duck behind trees. The patient reported that it was considerable. The consumer reported that the patient did not get any instruction to decrease the volume of fluid and wanted to increase on the day of the report. It was noted that the therapy was on program 2 at 2.3. The consumer reported that the patient had an appointment on (B)(6) 2016. Additional information was received from the healthcare provider (hcp) and it was reported that a manufacturer¿s representative was called as troubleshooting and actions/interventions taken to resolve the leakage. The hcp also reported that the batteries were checked and worked in the device. Additional information received from the consumer indicated that the patient was assisted by the manufacturer representative to increase the stimulation by 0.1 to 2.4v on (B)(6) 2016. The consumer saw the patient on (B)(6) 2016 and the patient reported that their leakage and urinary frequency remained excessive. The patient confirmed that they had not increased stimulation further. When increasing stimulation to 2.5v, the patient tried to turn off the unit by pressing the oval on the front. This zeroed out the reading, and it had to be increased to 2.5 again. Upon doing so, the program changed to 1 from 2. The consumer had called and left a voicemail at the urology office later in the day to report that the patient required further guidance with the unit. The patient had an appointment scheduled for (B)(6) 2016 with their urologist. On (B)(6) 2017, the consumer was with the patient and they mentioned that the next step was to replace the suprapubic catheter with a urethral one later in the month.